Event description:
It was reported that the pt experienced an infection around the mesh pouch. Specific pt symptoms were not reported. The pump was explanted. The report indicated that the pump will be replaced after the infection resolves and an allergy to the mesh pouch is ruled out. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.